Manufacturer narrative:
PMA/510(k) #k172665. Investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was open tray from the lot number provided in the report with an empty racetrack. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the distal end of the returned device showed that the cutting wire had broken at the proximal end. A portion of the cutting wire measuring approximately 6mm, from the tip of the distal remaining segment to the proximal cutting wire opening in the catheter, has detached and was not included in the return. The catheter was cut during evaluation to observe the proximal fracture point. Blackening was observed on both the distal and proximal segments of the remaining cutting wire at the points of fracture. A clear substance was noted within the catheter and on the catheter's exterior. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device confirmed the cutting wire is broken and a portion has detached. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ if the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire breakage. The instructions for use for this sphincterotome direct the user with the comment: ¿before using this device, follow recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of the patient return electrode. Ensure a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure.¿ if the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to cutting wire breakage. The instructions for use caution the user with the following comment: ¿the elevator should remain open/down when advancing or retracting the sphincterotome.¿ the instructions for use also instructs the user with the comment: ¿advance the tip of the sphincterotome into the endoscope accessory channel and continue to advance in short increments until the device is endoscopically visible.¿ prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
PMA/510(k) #k172665 investigation evaluation: the product said to be involved was returned in a clear plastic bag, provided with the return was open tray from the lot number provided in the report with an empty racetrack. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. A visual examination of the distal end of the returned device showed that the cutting wire had broken at the proximal end. A portion of the cutting wire measuring approximately 6mm, from the tip of the distal remaining segment to the proximal cutting wire opening in the catheter, has detached and was not included in the return. The catheter was cut during evaluation to observe the proximal fracture point. Blackening was observed on both the distal and proximal segments of the remaining cutting wire at the points of fracture. A clear substance was noted within the catheter and on the catheter's exterior. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our visual evaluation of the returned device confirmed the cutting wire is broken and a portion has detached. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information indicates that the user tested the device prior to use and had not uncoiled/straightened the device and removed the precurved stylet prior to manipulating the handle. The IFU states: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable" the instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten the sphincterotome. Carefully remove the precurved stylet from the cannulating tip.¿ additionally, a broken cutting wire can occur if the tip of the device is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ if the sphincterotome is used with excessive electrosurgical current settings provided by the electrosurgical unit, this can contribute to cutting wire breakage. The instructions for use for this sphincterotome direct the user with the comment: ¿before using this device, follow recommendations provided by the electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of the patient return electrode. Ensure a proper path from the patient return electrode to the electrosurgical unit is maintained throughout the procedure.¿ if the elevator of the endoscope remains in the closed/up position when retraction of the sphincterotome is attempted and additional pressure is applied, this could have contributed to cutting wire breakage. The instructions for use caution the user with the following comment: ¿the elevator should remain open/down when advancing or retracting the sphincterotome.¿ the instructions for use also instructs the user with the comment: ¿advance the tip of the sphincterotome into the endoscope accessory channel and continue to advance in short increments until the device is endoscopically visible.¿ prior to distribution, all d.a.s.h. Dometip double lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments: based on the information provided that the user tested the device prior to use and had not uncoiled/straightened the device and removed the precurved stylet prior to manipulating the handle., a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook d.a.s.h. Dometip double lumen sphincterotome. It was reported that the metal wire used to perform the sphincterotomy of the papilla had separated from the plastic [cutting wire anchor disconnected at the patient end of device]. This incident did not allow the sphincterotomy to be performed. Additionally, the metal wire turned around and became anchored in the bile duct during removal. The device was removed and the device changed. The device was returned for evaluation on 18 jun 2024. Per our evaluation of the returned device, it was found that the anchor has not separated, however the cutting wire has broken and a portion of the cutting wire has detached measuring approximately 6mm which was not included in the return [cutting wire breaks and portion detaches]. It was reported that a section of the device did not remain inside the patient¿s body; however, there was a missing piece of the returned device. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.